Event description:
It was reported that an unknown amplatzer amulet left atrial appendage was selected for implant on (B)(6) 2024. The device was implanted. During the patient's 45-day follow-up a leak was noted on transesophageal echocardiography (tee). There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of leak noted on tee during 45-day follow-up was reported. Information from field indicated that the patient was put on dual antiplatelet therapy (dapt) and was scheduled for a follow-up echocardiogram (echo) in 3 months. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on follow-up tee review from (B)(6) 2024, there was a leak measuring 2.6 mm in the 135 degree view that appeared to have flow going past the lobe indicating a complete leak. The cause of the reported leak could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 health effect - impact code: code 2199 removed.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The device was implanted. During the patient's 45-day follow-up a leak was noted on transesophageal echocardiography (tee). The leak was measured as 2.5mm. The patient was put on dual antiplatelet therapy (dapt). The patient was scheduled for a follow-up echocardiogram (echo) in 3 months. The patient did not present with any clinical signs or symptoms. The patient status was stable.